Event description:
While removing the ax-4 light from its enclosure during a procedure the back cover fell off and hit patient's husband in the head.

Manufacturer narrative:
The light was removed from service and customer was supplied with portable lights while an evaluation of the unit is being performed. Customer will be provided with a quote to repair the lightheads and a quote to purchase new lightheads.